Event description:
A rep for animas contacted animas alleging a nurse in a physician's office reported an issue with a demo pump. She was wearing the demo pump while swimming and noticed the buttons were not working when she tried to check the time. No bg excursion. She was just wearing the pump as a demo for a weekend. She was swimming when the issue occurred. Nurse mentioned that there was no peeling or damage to keypad buttons, just would not respond. No cracks in pump at the battery compartment and confirmed battery cap was secure but does not know when it was last changed. Sales rep advised nurse on changing battery cap when swimming with pump. No moisture reported in battery compartment. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: the pump returned with visible water damage thru display lens. Keypad is fully intact, with no peeling or damage observed. "Down","contrast" and "ok" keys respond on button pressed. The "up" key has intermittent respond on button pressed. Keypad was removed to investigate, evidence of keypad contamination was located, under "contrast" and "up" contact button. Pump booted to the verify screen with distorted contrast. Pump case was removed to investigate, the old screen was removed and replaced with a new test screen, contrast returned to normal with test screen. No moisture corrosion visible in battery compartment. "Display lens" leak was found during testing. Pump cover was removed to inspect internal components. Moisture corrosion visible in pump compartment and on display screen flex pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.